Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering. The customer blood glucose level was 284 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pen. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleges that the insulin pump was under delivering because the when customer did a bolus it immediately goes down a little with her blood glucose. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The device will be returned for analysis.